Event description:
Reporter indicated that patient was scheduled for device replacement sugery due to lead break. Investigation to date has been unable to determine how the lead break was identified. Device diagnostic testing approx 5 months prior was within normal limits, indicating proper device function at that time.